Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 56-305 (mg/dl). Customer consumed juice for the low bg level, and indicated that they would administer a correction bolus to treat the elevated bg level. Although requested by tandem technical support, customer declined troubleshooting for the pump. Recommendation was made to monitor bg levels and contact tandem technical support for any future assistance.